Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left lower lobectomy, the nurse did not check whether the staples were correctly loaded when it was loaded. After, it was handed over to the surgeon, the surgeon closed the jaws and placed them into the body cavity, but the jaws could not be opened. Handle and reload were replaced to complete the procedure. There was no patient injury.